Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that narcotic medication in drawer 4.2 had fallen to the back of the unit. The field service engineer (fse) attempted to locate the missing medication within the drawers and the surrounding area of the station but was unable to find it with the given prescription. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, rwc6south1 drawer aux 4.2 narcotic medication fell to the back; attempted to open back panel but could not locate it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.